Event description:
It was reported that the pump battery could not be charged. There was no reported impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, was instructed to allow pump battery to fully deplete before return, and was informed about programming pump settings and connecting cgm to replacement pump, while technical support confirmed warranty status, arranged shipment of replacement pump with setup guidance, and requested return of malfunctioning pump using prepaid label.